Event description:
It was reported that a patient underwent a surgical procedure on the upper limb and hand on an unknown date and suture was used. The patient experienced an infection of the incision. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. No deviation could be detected on visual inspection and packaging integrity. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.